Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ipg was deemed inoperable. In turn, the ipg was explanted and replaced.

Event description:
Additional information received identified the patient failed to recharge the alleged ipg as recommended . In turn the ipg was deemed inoperable. Issue was resolved with a replacement of the ipg. Post operatively effective stimulation was restored.